Event description:
It was reported that tip damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Two 27 mm closure devices were attempted and both were deployed too proximal. Then the access sheath was repositioned however, achieving optimal positioning in the laa was noted to be difficult. Once positioned, a 3rd 27 mm wds was inserted and advancement difficulty occurred resulting in inability to align the distal marker band. The device was deployed too proximal for which it was fully recaptured. The was removed and the tip was noted to be cracked. A new was and a 24 mm wds were used. A closure device was able to be implanted. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Product investigation completed. Returned product consisted of the watchman truseal access system. The device was bloody. Analysis of the returned device included microscopic and visual inspection of the tip, sheath, and hub/valve. Inspection revealed tip damage (stretched/torn/delamination), and the tip/sheath was damaged (flattened) for a length of 23mm. Inspection of the rest of the device found no other damage or defect. There was no evidence of any damage or irregularities contributing to the reported resistance and advancement difficulty.

Event description:
It was reported that tip damage occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Two 27mm closure devices were attempted and both were deployed too proximal. Then the access sheath was repositioned however, achieving optimal positioning in the laa was noted to be difficult. Once positioned, a 3rd 27mm wds was inserted and advancement difficulty occurred resulting in inability to align the distal marker band. The device was deployed too proximal for which it was fully recaptured. The was removed and the tip was noted to be cracked. A new was and a 24mm wds were used. A closure device was able to be implanted. The procedure was aborted. No patient complications were reported.